Manufacturer narrative:
Product analysis: the product has not yet been returned for analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that five years and eight months following the implant of this transcatheter bioprosthetic pulmonary valve a type 2 stent fracture developed. The gradient measurements and right ventricle (rv) pressure had increased requiring the valve to be explanted and replaced with a right ventricle-pulmonary artery (pa) conduit. No additional adverse patient effects were reported.

Manufacturer narrative:
The device history record review was performed on the device; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Based on clinical data and literatures, melody stent fractures are known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. However, in this case, a true root cause to the stent fractures is not determined. The reported stent fracture likely resulted in loss of stent integrity which led to the reported stenosis (type ii fracture). A true cause is not determined.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received severely damaged, likely due to explant or handling after explant. Due to the receipt condition, it was difficult to determine the location of the reported stent fracture and difficult to observe the condition of the leaflets and commissures. Pannus was observed on the inflow and outflow orifices. Radiography showed several stent fractures and no evidence of mineralization in the valve or host tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the engineering analysis showed the pulmonary valve stent to contain (B)(4) fractures. All fractures occurred through struts rather than weld points. Observations provided from the background information, macroscopic inspection, optical inspection, and scanning electron microscope (sem) inspection indicated that a portion of the fractures occurred during in vivo operation and a portion of the fractures were a result of aggressive handling during and/or after explant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.